Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the cardiac region of the stomach in (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture that extended from the cardiac region of the stomach to the duodenal bulb. The patient's anatomy was not dilated prior to the stent placement. No issues were noted with the device. On (B)(6) 2012, a recurrent stricture was confirmed in the area of the wallflex enteral duodenal stent (manufacturer report # 3005099803-2012-05598) implanted in (B)(6) 2012. The physician noted that it was not complete obstruction; however, intervention was required. On (B)(6) 2012, a wallflex enteral duodenal stent (manufacturer report # 3005099803-2012-05562) was attempted to be implanted within the first stent (manufacturer report # 3005099803-2012-05598). The guidewire was advanced through the scope, and the delivery system was inserted into the target lesion. No resistance was met during insertion. However, when the physician tried to deploy the stent, heavy resistance was met. Subsequently, after deploying approximately 2 cm of the stent, the handle detached from the outer sheath. As a result of this, the stent could not be deployed. The physician attempted to reconstrain the stent prior to removing it from the patient; however, 1 cm of the stent was unable to be reconstrained. The stent was removed in this condition and another wallflex enteral duodenal stent was used to complete the procedure. There we no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the cardiac region of the stomach in (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture that extended from the cardiac region of the stomach to the duodenal bulb. The patient's anatomy was not dilated prior to the stent placement. No issues were noted with the device. On (B)(6) 2012, a recurrent stricture was confirmed in the area of the wallflex enteral duodenal stent (manufacturer report # 3005099803-2012-05598) implanted in (B)(6) 2012. The physician noted that it was not complete obstruction; however, intervention was required. On (B)(6) 2012, a wallflex enteral duodenal stent (manufacturer report # 3005099803-2012-05562) was attempted to be implanted within the first stent (manufacturer report # 3005099803-2012-05598). The guidewire was advanced through the scope, and the delivery system was inserted into the target lesion. No resistance was met during insertion. However, when the physician tried to deploy the stent, heavy resistance was met. Subsequently, after deploying approximately 2 cm of the stent, the handle detached from the outer sheath. As a result of this, the stent could not be deployed. The physician attempted to reconstrain the stent prior to removing it from the patient; however, 1 cm of the stent was unable to be reconstrained. The stent was removed in this condition and another wallflex enteral duodenal stent was used to complete the procedure. There we no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be in their 70's. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 22 mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was also detached at 30 mm from the handle break. In addition, the outer sheath was stretched and accordioned for a distance of approximately 195 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was kinked at several locations along its length. During analysis, it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The review and analysis of all available information failed to indicate a root cause or probable root cause. The most probable root cause classification is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.